Event description:
It was reported that during the surgical procedure, the threads of an expedium single inner set screw were stripped during insertion into a pedicle screw. Also, the head of and expedium polyaxial screw popped off/separated from its screw shaft intra-operatively. Lastly, the distal tips of three concomitant devices, an expedium quick connect polyaxial screwdriver, a t20 screwdriver shaft, and a viper2 final tightener driver, all were stripped during the procedure. See mfg medwatch report no. 1526439-2013-34742 for the expedium single inner set screw that was involved in this event.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
Visual inspection shows that the head and cap were separated from the flex ball and screw shank. The screw shank was removed from the patient by a broken synthes 8.0 mm screw remover. A review of the device history record for the exp ti poly screw 9mmx45mm found no discrepancies during the manufacturing of the product. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. Review of complaints found no significant trends. The root cause for the screw head coming apart from the shank cannot be positively identified. However, it is most likely due to the drivers not being used at an angle and placing excessive forces on the screw head. No corrective action/preventive action is required as there has been no issue identified in the manufacturing or release of this device, and there have been no systematic trends. Therefore, this complaint will be closed with no further action required.